Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and high blood glucose levels. Customer's blood glucose reading was 600 mg/dl. Customer did not mention how they treated their high blood glucose levels. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive and the time advanced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.